Manufacturer narrative:
Reported event: an event regarding a crack/ fracture involving an unknown stem was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. -medical records received and evaluation: a review of the limited medical records by a clinical consultant concluded: " during revision then, there is a risk of putting in the cup in insufficient anteversion in an attempt to achieve adequate bone contact between cup and remaining bone. This could cause a cup to be positioned in neutral or even retroversion and thus become at risk for impingement in flexion and/or internal rotation. All this is just speculation and because no x-rays are available for verification cannot be proven." -device history review could not be performed as the device lot is unknown. -complaint history review could not be performed as the device lot is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Neck fracture of the cement-free hip endoprosthesis shaft without trauma, originally implanted in 1991.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Neck fracture of the cement-free hip endoprosthesis shaft without trauma, originally implanted in (B)(6).